Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced skin irritations due to the pod's adhesive. Symptoms include redness, itching, small red bumps, bleeding and bruising. The patient went to the hospital and was prescribed antibiotics.